Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead pacing impedance was out of range and there was an increase in threshold. The lead was replaced and there was no report of adverse consequences for the patient.